Manufacturer narrative:
During preventive maintenance (pm) on 1/24/2022, the autopulse platform (B)(4) failed functional testing due to user advisory 7 displayed upon powered on the platform. The root cause for the observed failure was a defective load cell. The defective load cell module was likely attributed to mishandling such as a drop or a defective component. During visual inspection, zoll personnel noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. The autopulse platform failed the initial functional testing due to the user advisory (ua) 07 error message displayed upon powering on. The platform was further subject to additional testing with a load cell characterization test and the test indicated that the load cell did not function properly. The defective load cell was replaced to address the observed failure. Following service and replacement of defective parts, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During servicing the platform on 01/24/2022, the autopulse platform (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon the platform powering on. No patient involvement.